Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was friction or difficult during delivery or position of the pipeline. The cause of the resistance was said to be due to damage to the guidewire, resulting in blockage during delivery and caused resistance. The damage that was observed was said to be "drawing wire". The damage was to the guidewire at the tip of the push rod.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within a dispenser coil. The marksman catheter used in this event was not returned. Therefore, any contributing factors from the marksman catheter to the resistance could not be assessed. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have resistance during delivery and pushwire kink/damage as no defect was found with pushwire. The marksman catheter used in this event was not returned for analysis. Therefore, any contributing factors could not be assessed. However, the root cause could not be determined. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The marksman catheter is compatible to use with pipeline flex, and the patient's vessel tortuosity was minimal. The catheter was flushed continuously with heparanized saline. Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a marksman microcatheter was raised to m1, routine hydration was performed, and the pipeline flex stent was delivered to the middle section of the microcatheter. Resistance increased and the stent could not be delivered to a higher position. The entire stent was withdrawn and the head-end development ring was found to be damaged. The stent was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right ophthalmic artery aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone arterial diameter was 3.7 mm distally and 4.0 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as conventional. The angiographic result post procedure was noted as normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck and there was no damage to the catheter or pushwire.